Event description:
On (B)(6) 2016, leica biosystems received information from the risk management office representative that a re-biopsy had been conducted for a patient from whom a bone specimen was not diagnosable.